Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage and missing sleeve with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage and missing sleeve with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, "the rubber sleeve that covers back needle in the holder was not in place. When user did a blood collection, blood started to leak from the needle in holder. A lot of blood came out and the user detected that the rubber cover on the back needle was not there. She used gloves but a lot of blood came on floor, clothes and chair. The patient had no contamination in blood."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, "the rubber sleeve that covers back needle in the holder was not in place. When user did a blood collection, blood started to leak from the needle in holder. A lot of blood came out and the user detected that the rubber cover on the back needle was not there. She used gloves but a lot of blood came on floor, clothes and chair. The patient had no contamination in blood."